Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ one left essure micro insert protruding fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, vertebral artery dissection and herpes simplex. Previously administered products included for an unreported indication: mirena. Concurrent conditions included depression, add, cystocele, rectocele, pressure in vagina, dysuria and mass. Concomitant products included alprazolam (xanax), amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), celecoxib (celexa) and ethinylestradiol; norethisterone (balziva). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain") and abdominal pain lower ("left lower quadrant pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia and pelvic pain had resolved and the dysmenorrhoea and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: an essure coil was placed into the left fallopian tube with 5 rotation of the coil was placed into the left side. An essure device was placed into the right fallopian tube in the similar fashion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: the specimen is received in formalin, with proper patient identification, labeled "left and right fallopian tubes and coils" and consists of two fallopian tubes with unremarkable fimbria metallic coil is inserted into distal 1/4 of the lumen. Ultrasound scan vagina - on (B)(6) 2018: value endometrium thickness. A transvaginal ultrasound of the uterus is normal anteverted uterus. The endometrium had a proliferative phase appearance. No uterine enlargement and does not have a mass lesion. A transvaginal ultrasound of the ovaries is normal anechoic follicle on right ovary 17mm and the cul-de-sac had no fluid present. Hyperechoic elongated area seen left cornu c/w essure coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received. Reporters information updated. Event: abnormal bleeding (vaginal, menorrhagia), urinary tract infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), pelvic pian, left lower abdomen pain were added. Medical history, lab data, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.